Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose (bg) level was reportedly "stable" at time of report. Reportedly, the pump and transmitter were not worn within line of sight of each other. The customer indicated that the pump and transmitter would be worn within line of sight, and that tandem technical support would be contacted if the out of range issues persisted. The customer did not contact tandem technical support regarding the reported issue.